Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bra roll using cooladvantage coolcurve applicator, to the upper abdomen using cooladvantage plus, cool curve applicator, to the right flank and upper abdomen using cooladvantage plus, coolcurve applicator, to the lower abdomen using cooladvantage plus, coolcurve applicator. Additionally, on (B)(6) 2018 to the upper abdomen using cooladvantage plus, coolcurve applicator and on (B)(6) 2018 to the bra roll using cooladvantage coolcurve applicator and to the left flank using cooladvantage coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) an unspecified amount of time after treatment. Pah diagnosed on (B)(6) 2020 in the abdomen and flanks. Pah was described as skin laxity to abdomen + flanks, diastasis rectis + abdominal distension.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the bra roll using cooladvantage coolcurve applicator, to the upper abdomen using cooladvantage plus, cool curve applicator, to the right flank and upper abdomen using cooladvantage plus, coolcurve applicator, to the lower abdomen using cooladvantage plus, coolcurve applicator. Additionally, on (B)(6) 2018 to the upper abdomen using cooladvantage plus, coolcurve applicator and on (B)(6) 2018 to the bra roll using cooladvantage coolcurve applicator and to the left flank using cooladvantage coolcurve applicator. The patient developed paradoxical hyperplasia (pah/ph) an unspecified amount of time after treatment. Pah diagnosed on (B)(6) 2020 in the abdomen and flanks. Pah was described as skin laxity to abdomen + flanks, diastasis rectis + abdominal distension.